Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735773 ; product ID: 9735787 . A medtronic representative went to the site to test the equipment. Testing revealed that the main cart ups failed self test and the battery and ups were replaced. The navigation system then passed the system checkout and was found to be fully functional. The battery and ups were returned for analysis. The battery was tested overnight with accompanying ups. The battery heated up during testing and the ups shut down. Before and after testing, the battery measured acceptable voltages at 52.5v and 53.9v. All ports on the ups were outputting the proper voltage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's camera cart was not powering on. There was no patient involvement. Additional information was received. It was reported that the manufacturer representative (rep) believed that the issue was misreported during the initial call. The rep found that the system would consistently shut down after being powered on for 20-30 minutes connected to wall power. It was noted that the ups lights were all green, the battery light was amber and the self test tool when first powered on shows batteries maintaining 80-85% charge off wall power for 1-2 minutes. Cart to cart cable was exchanged and the behavior was consistent.